Manufacturer narrative:
Correction: revised b3, b4, b5, e1, g4.

Event description:
It was reported that the collar is broken on bifuse extension set. Although requested, additional information was not provided.

Event description:
It was reported that the collar is broken on bifuse extension set. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report of the collar is broken on bifuse extension set was confirmed. The set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Visual inspection noted that the male luer spin collar had a vertical hairline crack running parallel to the direction of the fluid flow starting at the base of the spin collar. Further visual inspection observed there were no whitish colored scratches or stress markings around the crack. The crack¿s length was approximately 0.4220 inches long. There were no immediate signs of damage or deformities found on the rest of the spin collar or male luer tip. Traces of clear liquid was observed in the set¿s tubing. No other abnormalities were observed. Functional testing was deemed unnecessary due to the observed damage to the male luer spin collar. The root cause of the crack was not determined. The device history record for minibore bi-fuse extension set model mz5307 lot unknown could not be conducted because the lot information was not provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer, they are not allowed to provide any patient demographics.

Event description:
A bifuse extension set was returned unexpectedly, and it was reported that majority of the products have the same reoccurring issue of breaking, cracking or leaks. Although requested, additional information was not provided.